Manufacturer narrative:
One tube was returned. Customer complaint was not confirmed. A review of the device history report for lot #cs025552 found no anomalies or discrepancies. A review of the part confirmed that the part was manufactured correctly per the template. The part was injected with air and water and no leak or other defect was found. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was reported that the patient's parent went to install the bivona® custom tracheostomy tube in their patient child. Immediately upon initial use, the patient began to choke severely. The parent was able to remove the reported product immediately and replaced it with another product.